Manufacturer narrative:
Concomitant medical products: product ID: dtmb1qq, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance, and noise causing non-sustained ventricular tachycardia (nsvt) episodes. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.